Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was received: "what steps did surgeon take to ensure the purse string did not capture vaginal tissue? No further information is available. Where there any difficulties with device intra-operatively? No. The operation was completed with no problem at that moment. Has the re-operation been scheduled? Yes. What is the current patient status? No further information is available. No further information will be provided. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a hemorrhoidectomy, a vaginal fistula occurred after the procedure was performed on august 11th. The anastomosis started from the vagina side and it was made sure if the tissue was not rolled in before the anastomosis and inserting the device into the patient. The procedure was completed with no problem, and the patient left the hospital. However, stool leaked from the vagina on august 19th. She had the ultrasonography in the hospital, but no problem was confirmed. After she left hospital, many stools with the diarrhea was discharged from the vagina in the same day. The surgeon checked transvaginal, and a 1.5cm hole was confirmed. The patient is a (B)(6) old female. She goes to the hospital regularly, but reoperation is scheduled in september. The doctor commented that it was caused by the product, technical issue, or the damage caused by the insertion of the endoscope during the re-examination.